Event description:
It was reported that approximately 4 to 5 months ago, arteriotomy closure was attempted in the common femoral artery after an unspecified procedure. Reportedly, when the suture was pushed down the suture came out of the artery resulting in lacerating the artery; however, this could not be confirmed by the cath lab staff. No surgical or medical intervention was performed to treat the reported possible laceration; hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. There were no reported clinically significant delay in the procedure. The physician supervising the arteriotomy closure is reported to be trained in the us of the proglide device. The physician (fellow) performing the arteriotomy closure was in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence - reported as occurred approximately 4-5 months ago. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the complaint. A suture lacerating the artery as reported can be influenced by, but is not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing, all suture lots undergo sampling, suture diameter inspection and suture tensile testing inspection. As part of the manufacturing process all proglide devices undergo multiple suture-related inspections, including but not limited to, tip to suture proof-loading, knot formation verification, and absence of suture damage or kinks. At final inspection all devices undergo inspections to verify the suture is not damaged or deformed. A sample of devices from each lot must be successfully, functionally deployed as part of lot release testing. The proglide instructions for use (IFU) instructs to gently pull on the suture to advance the knot. The reported information did not report any abnormal technique. Reportedly, a femoral angiogram was taken and no calcification was noted. A potential cause of suture sawing through the artery is a friable artery, however, this condition was not reported. Based on the reported information and the inspection criteria, a definitive cause for the suture lacerating the artery could not be determined. The device lot history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not available for analysis. There does not appear to be any indication of a product quality deficiency